Manufacturer narrative:
Date sent to the FDA: 10/20/2017. (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 1/21/2020. Additional narrative: it was reported that the patient underwent revision surgery on (B)(6) 2015. It was reported that following the procedure the patient experienced hernia recurrence, abdominal pain, bowel obstruction, infection, necrosis.